Event description:
The customer complained that three pt samples yielded false positive reactions with cell 1 of biotestcell 1 and 2. Customer had sent one of the affected samples to an external reference laboratory for further testing. The lab identified the low incidence antibody, wright (a). Therefore the customer assumed that cell 1 of biotestcell 1 and 1 is wright (a) positive. But the testing of the allegedly defective donor of cell 1 of biotestcell 1 and 2 confirms that it is not wright (a) positive. The three samples that had caused false positives were sent to us for quality control and also the supposedly defective product was returned. The sample and further samples of qc were tested in the quality control lab with the allegedly defective lot of biotestcell 1 and 2. All reactions were correctly negative. The allegedly defective lot was also tested in the direct anti-human globulin test (dat). Here we yielded not a clear negative but a +/- result. This unexpected reaction might be a hint for a weak sensitizing of the allegedly defective cell 1 of biotestcell 1 and 2.

Manufacturer narrative:
Testing of the quality control lab confirmed the correct function of the allegedly defective lot of biotestcell 1 and 2. Review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Due to the fact that the complaint is confirmed we are going to introduce further actions.